Event description:
Related manufacturer reference number: 2938836-2019-12720. It was reported that noise and low pacing lead impedance were observed on the rv lead. The physician believed the issues were due to acute fracture. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
External insulation abrasion was noted at 30.6 - 30.9 cm from the distal tip consistent with lead friction to another device or feature of patient anatomy. This is consistent with the observation from the field of noise and low impedance. No indication of lead fracture was found except procedure damage.